Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2003, product type catheter. (B)(4).

Manufacturer narrative:
Analysis of pump serial (B)(4) revealed gear train anomalies. Corrosion and/or wear and/or lubrication occurred. The stall occurred due to shaft-bearing.

Event description:
It was later reported that the pump was replaced. The patient was doing well and receiving good pain relief.

Event description:
It was reported that an 8476 code (motor stall) appeared on the ptm. The patient was not reporting any withdrawal symptoms but was achy and had a slight fever. It was noted that the patient was being treated for a uti. The device system was used to deliver fentanyl. It was later reported that a ptm error code of 8476 occurred at approximately 12 noon on (b)(46 2013, when the patient was ¿worrying¿ to give herself a bolus. The patient had called the doctor¿s answering service after seeing this same code for several hours. The hcp was planning to see the patient on (B)(6) 2013. A motor stall occurred with no recovery. The patient status was reported as ¿alive ¿ no injury.¿